Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting random tones. A download of the device data was evaluated by a boston scientific engineer and an alert was identified which was caused by five thousand beeper pings suspected to be due to the use of magnet. The error was reset and normal follow up visits should be followed. No adverse patient effects were reported.